Manufacturer narrative:
The insulin pump was received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed power loss and replace battery now alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on electronic board 1, the pump was monitored and functioned properly. The insulin pump was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported repeated power loss and replace battery now alarms without first getting a low battery alert. The mother stated that pump screen went blank and they had to change the battery. Troubleshooting was performed, and the pump had not been without a battery for more than ten minutes. Reviewed the alarm history and the alarms were confirmed. The pump was returned for analysis.